Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately one year after implantation of a vascular stent in the right superficial femoral artery, a stent fracture was discovered. As reported the stent has been initially placed overlapping with another 40 mm stent to treat a 210 mm occluded lesion with tasc d classification. No additional intervention was performed, when the stent fracture was discovered. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 12 months follow-up investigation were provided. On the basis of the images, the reported stent fracture could not be confirmed. Potential factors that could have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. Moderate to severely calcified vessels, overlapping stent placement or stent elongation during deployment may be contributing factors to the reported event. Based on the images provided, no significant calcification or elongation of the placed stent could be determined. However, two stents were placed in overlap. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states that stent fracture is a potential adverse event that may occur. Also the IFU states: "cases of fracture have been reported in the clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established."